Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump stopped without prior alarm and the battery had to be removed and reinserted to reboot the pump to get it to work again. The pump was unavailable for review. Animas customer support made several attempts to contact the reporter to complete troubleshooting on the pump, however, the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the complaint of power loss without prior alarm remained unresolved. If further information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
Follow up #1 submitted: 11/19/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues.